Event description:
Additional information received indicated that the patient's rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed. The patient's condition was unknown.